Event description:
A patient contacted global technical services (gts) regarding a system error 2240 alarm and a system error 2367 alarm that occurred while using the homechoice (hc) unit during dwell 1. The patient stated a supply bag fell and disconnected during the dwell. Gts advised the patient to start over with new supplies. The lot numbers of the supply bag and cassette were unknown and the sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file. A sample was not available, therefore, this complaint was not confirmed and no root cause determined. However, the most likely cause of the reported system error 2240 (air-in-line) alarm is due to air being sucked into the disposable the after the supply bag fell and disconnected. The complaint is potentially related to the patient not placing the bag in an appropriate location. The home patient explained that he was not at home during the incident and the supply bag was on a small table. On page 3-8 of homechoice apd systems patient at-home guide (07-19-61-244) issued on october 2, 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. The technical service representative (tsr) reviewed proper procedures per the user manual with the home patient. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): 'vitrectomy probe was difficult to connect" (fitting problem). The nurse reported a posterior capsule tear occurred. The nurse stated the vitrectomy probe was difficult to connect to the system. Additional information rec'd from the nurse stated she was able to force the anterior vitrectomy probe connector on to the system. The anterior vitrectomy was completed. The nurse stated the posterior capsule tear was a case complication and did no fault any alcon product.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated he was doing well with his therapy. The hp stated the night that the supply bag fell, he was staying with a relative and the bag was sitting on a small table and fell. The hp stated he was not at home with his normal set up which may have contributed to this incident.